Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated they noticed a slight twitching in their left hand a couple of days ago during meditation. Although their dbs system is located on the left side (which works for the right side of their body), it has had a positive impact on both sides without progression of symptoms. The patient also reported experiencing an intermittent sensation or vibration behind their stimulator, in the back of their chest, and inquired if such sensations could be related to the battery. The patient also said they have had no falls or traumatic accidents, no other medical tests or procedures. The patient was redirected to their doctor for further evaluation.